Manufacturer narrative:
Per initial report, no pif data was available for the patient. Date of event estimated.

Event description:
It was reported that patient was experiencing issues with his inflatable penile prothesis (ipp) as device stopped inflating due to a fluid leak. This ipp was replaced and a new ipp was implanted. There were no patient complications reported.